Manufacturer narrative:
Related MFR covering the onset of the driveline damage: 2916596-2023-05410. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to troubleshoot alarms while on battery power. No alarms were seen by the clinicians in the history or on the system controller. The primary controller was reported to be very old with numerous issues such as dim running light, broken locking nut, and compromised bend relief. The driveline was reportedly taped in its entirety. The plan was to exchange the patient's controller due to its age. There were no unusual events recorded in the log file event history. There were a few events recorded that indicate that the patient cable in use during this history was also becoming worn. It was later communicated that the driveline had one area with a tear to the outer covering. The onset of the driveline damage was estimated to be sometime within the past 3 years. The controllers were reportedly changed out.

Manufacturer narrative:
Driveline damage will be reported under MFR # 2916596-2023-05410. Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline was not confirmed. The submitted log file contained data and events from (B)(6) 2023 through (B)(6) 2023. No notable events associated with the pump were captured, and the pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas) with no further issues reported at this time. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.